Event description:
It was reported that ¿the ventricle perforation occurred after 3 to 4 days of use."

Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. With such limited information, it could not be determined if procedural factors or device handling may have contributed to the event reported. No actions will be taken at this time.